Event description:
It was reported that the patient underwent an esophageal ablation in 03/03. During a planned followup endoscopy the patient required dilatation due to esophageal stricture in 2003. The patient was not hospitalized.